Event description:
According to the reporter: the specimen bag broke four times and a piece fell into the patient's cavity. The small piece could not be retrieved. No further info about the procedure or patient was provided by the reporting person.